Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. B.7 revised as some information was inadvertently omitted from the initial manufacturer device report number 1220648-2025-25624. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-25624 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant reported the patient was on impella cp support and during support, there was a question of if the patient had limb ischemia. The patient's pulses were absent on their right leg. The pump was explanted and the procedural outcome was the patient survived surgery.